Manufacturer narrative:
The field service engineer (fse) reported on-site and confirmed the reported issue of error code 1007 occurring. Following the evaluation of the device, the fse replaced the motor control pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The motor control pcba was returned for analysis and no issues were found during testing. The root cause could not be confirmed. Based on new information received, the issue occurred during routine preventive maintenance and is not likely to cause or contribute to a death or serious inquiry. Therefore, this complaint no longer meets reportability requirements and is no longer reportable.

Event description:
It was reported to philips that the device had a machine and proximal pressure sensor failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.